Manufacturer narrative:
As of today, the complaint components have not been returned; therefore no physical or visual analysis of the product could be performed. However, we have completed an investigation based on the information that has been provided. The reported allegation could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that patient states his inflatable penile prosthesis (ipp) device is defective. He wants to know how to remediate his issue.